Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported that after getting home following the reprogramming session, they started feeling a surge again and they were unable to increase/decrease stimulation. The patient met with a rep who removed/reinserted their controller battery which temporarily resolved the issue. The rep set the ins to program c and reiterated that one of the electrodes was 'out.' When the patient got home, they were again unable to increase of decrease stimulation so they removed/reinserted the battery again but when they tried to switch back to program b but it was not working. The bluetooth was not working on the controller so it was replaced. No further complications were reported.

Event description:
Additional information received stated that the cause for the shocking was not determined but patient denied any more at this time. To resolve the inability to adjust stimulation the patient was provided a third group and was able to increase intensity. The patient also planned to request a new programmer. It was also reported the patient was able to be programmed around the electrode with out of range impedances. It was reported this information had been confirmed with the patient's hcp. There were no further complications reported or anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 97745, serial#: (B)(4), product type: programmer, patient. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported that when the patient went over a bump in the car, they felt a sudden shock in her back. The patient then stated that they were unable to use her controller to increase the intensity; the controller stated, ¿unable to delivery desired settings at this time¿. The rep then reported that during a programming session, an impedance check was completed, it was discovered that electrode 10 was out of range. In the end, the rep reprogrammed the patient, avoiding the 10th electrode and the patient was very satisfied with the programming before leaving the rep¿s office. It was unknown if the issue resolved at the time of the report and the patient was alive with no injury. There were no further complications reported or anticipated.